Event description:
During a lap cholecystectomy, a clip was applied to a vessel using an endoscopic hem-o-lok m/l manual clip applier. The applier jaw would not reopen to release the clip. It required the doctor to cut around the location that the clip was applied to remove applier jaws from vessel. No further pt complication has been reported as this report is written.